Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure, the physician noted that the distal part/tip of the 300 cm. Sgw atw .014 j-floppy guidewire was kinked/bent. There was no reported patient injury. Upon microscopic inspection of the returned product, a five (5) mm. Section of the coil was noted to be unraveled/stretched at approximately twenty-five (25) mm. From the tip. Additional information has been requested but is not available at this time.

Manufacturer narrative:
The report received from the affiliate indicated that during an interventional procedure, the physician noted that the distal part/tip of the 300 cm. Sgw atw .014 j-floppy guidewire was kinked/bent. There was no reported patient injury. Upon microscopic inspection of the returned product, a five (5) mm. Section of the coil was noted to be unraveled/stretched at approximately twenty-five (25) mm. From the tip. Multiple attempts to retrieve additional information were unsuccessful. The product was returned for inspection. One non sterile atw guidewire was received in a plastic bag. The coil tip presented a bent at approximately 10mm from tip. Also two kinks were observed at approximately 12cm and 13cm. The unit was inspected under microscope and it was observed that a 5mm section of the coil wire was unraveled at approximately 25mm from tip end. (B)(4). The complaint reported by the customer as: 'distal tip-kinked/bent-in patient' was confirmed due to the received condition of the product; however it does not appear to be manufacture related. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. There was no information available in regards to the product being used after the use by date. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.